Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an alert during a supply change on the ilet device. Multiple attempts to resolve the alert, including charging, restarting, and performing a dry run, were unsuccessful. A replacement device was overnighted, and the user will use backup therapy until it arrives. Blood glucose was not affected.